Manufacturer narrative:
(B)(4). Concomitant medical products: 42527400910, persona tibial articular surface provisional, 62736052. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02676.

Event description:
It was reported that both the top and bottom poly were fractured, and there were no allegations that pieces fell into the wound. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The complaint is not considered to be confirmed as the device is not returned and the state(whether the device was fractured or not) of the device is unknown. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.